Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked. It was reported by customer that the failure of cathena valve immediately after placement. Failure of cathena valve immediately after placement. Customer responded on (B)(6) 2025. Could you please provide the brief description of the issue? The nurses reported leaking of blood through the cathena valve immediately after placing an IV. Can you please provide an exact date of event in this format mm-dd-yyyy for all 3 events? 2/12/2025 for all 3 events. Could you please confirm whether each of the three incidents involves a different patient? All of these were with separate patients. One in l&d, one in same day surgery and one in the ed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
Material#: 386803, batch#: 4237744. It was reported by customer that the failure of cathena valve immediately after placement. Failure of cathena valve immediately after placement. Customer responded on (B)(6) 2025. Could you please provide the brief description of the issue? The nurses reported leaking of blood through the cathena valve immediately after placing an IV. Can you please provide an exact date of event in this format mm-dd-yyyy for all 3 events? 2/12/2025 for all 3 events. Could you please confirm whether each of the three incidents involves a different patient? All of these were with separate patients. One in l&d, one in same day surgery and one in the emergency departtment.

Manufacturer narrative:
No samples or photos were returned for investigation. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue.